Manufacturer narrative:
This investigation will be updated should further information become available.

Event description:
It was reported in a journal article that ten pediatric electrophysiology centers collected data to compare the performance of a specific non-boston scientific pacing lead to a group of conventional transvenous leads. The conventional transvenous lead group consisted of leads from three manufacturers (two non-boston scientific and boston scientific). 141 patients were included in each group for a total of 282 patients. Leads in the conventional cohort were implanted between november 1999 and september 2014. Subjects ranged in age from 3 to 36 years old. In the conventional group, 10 of the studied leads were manufactured by guidant/boston scientific during the first month of follow up, the subsequent complications were noted in the conventional lead group: 2 cases of lead dislodgement, 2 cases of phrenic nerve stimulation, 3 pericardial effusions, and 1 case of pneumothorax. The following long-term complications were noted in the conventional lead group: 3 cases of failure to capture, 2 cases of lead fracture, 2 cases of venous thrombosis, 2 cases of failure to sense, and 1 other unspecified complaint. The specific complication in the conventional group attributed to guidant/boston scientific leads were not reported.